Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device deliver any staples? Few and irregularly. If yes, were the staples formed properly? Few and irregular. If yes, was the staple line complete? Not. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No.

Event description:
It was reported that there have been alterations in the staple line. Manual anastomosis was performed throughout the surgical procedure. Extended hospital stay, placement of closed drainage and greater caution at the beginning of the food process.